Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that during arthroscopy, the osteoraptor anchor did not fix. It was necessary to drill an additional hole to use the back up device, a void was left in the patient. The procedure was completed with non-significant surgical delay. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with the fractured suture anchor. There is debris on all returned items. A functional evaluation could not be performed due to the anchor and suture string being off the insertion device. Based on the condition of the product material found during visual inspection, additional material testing is not required. An evaluation of the customer provided image found the device, the suture and the anchor laying on its package. The suture is off the needle, and the anchor is off the suture. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A clinical review states that based on the limited information provided we are currently unable to rule out a procedural variance as a contributing factor to the reported events, which does not represent a device malfunction. No further risk to the patient is anticipated as a result of the additional bone hole. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.